Event description:
History of rt tmj problems with several surgeries. Dr. Did the first surgery using an ear graft, lasted about 6 wks. Dr then installed a partial joint made by christensen and pt had swelling of lymph nodes on right side of neck, low grade fever & severe pain. Dr. Felt like it might be rejection. Dr cleaned joint & tightened screws. Later pt's mouth closed entirely rptr had surgery again with a total joint replacement. Dr. Insisted on using christensen's work. Pt experienced severe pain, h/a, chronic infection, damage to right eye. Nausea dizziness, passing out, or loss of balance. It has also caused hearing loss. During the last surgery, dr stated that 99% of the bone was gone since the previous surgery. Rptr is now totally disabled. Rptr also has scratches on rt cornea that have been present since. Even with the removal rptr still experienced the same symptoms. Rptr has a hole in their head about the size of a golf ball and has been told that they could not make condition any better. They may be able to patch the hole. Rptr is dependent on antibiotics, pain medications, eye medications, & muscle relaxers.